Event description:
It was reported that the patient's blood glucose level rose to 360 mg/dL while wearing the Pod between 36 and 48 hours on their arm. Investigation of the Pod found a tear in the cannula. The device was originally reported for unsure delivering insulin and skin irritation of redness at the infusion site.

Manufacturer narrative:
No Lot Release records were reviewed, as the product lot number was not provided. Investigation of the returned device found the soft cannula to be torn and shortened, resulting in the length of the soft cannula measuring below specification. Both the exposed and unexposed portions of the soft cannula were observed to be damaged and torn as a result of the shortened soft cannula. Fluid was unable to flow through the complete fluid path due to the damage to the soft cannula. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts, or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. The received device had the cannula assembly fully deployed. Inspection of the formed needle under magnification found no damaged or manufacturing defects. The cause of the reported skin condition irritation complaint could not be determined.Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone14.7.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.